Event description:
Customer reported issue with the speaker/vibrate function of pump, stating speaker was not audible. There was no adverse impact to the customer¿s blood glucose level. Customer was instructed to adjust alert sound settings and perform tests, but when sound did not work, cts decided to replace pump. Customer was advised on procedures for returning the problematic pump and will continue using current pump until replacement arrives. Cts confirmed shipping details and provided necessary instructions, including storage mode guidance, which the customer acknowledged and understood.